Event description:
Surgery start time: 0835 end time: 1719. An elderly female patient underwent a robotic right ureteral reconstruction using a buccal mucosal graft. Two vessel loops were used to identify the ureters and keep them separated or identifiable during the procedure. The vessel loops are countable items. The two ends of the vessel loop were secured with a hem-o-lok. One vessel loop was wrapped around the ureter so it was cut to remove it from the patient. When the vessel loop was cut, it became two pieces instead of one as documented on the count sheet. The surgeon or surgical tech should communicate this information to the circulating nurse but it was not. A piece of the vessel loop was left behind. The graft on the ureter was then covered with the omentum which is suspected to have blocked the view of the retained vessel loop. Surgery was completed. The patient was transferred to post op after the procedure. Her postoperative course was significant for persistent nausea and vomiting. She had a kidney, ureters, and bladder x-ray (kub) on postoperative day 1, which showed concern regarding a foreign body in the pelvis. Her kub was repeated on postoperative day 2 and indeed the artifact persisted and a CT scan confirmed the presence of a foreign body in the pelvis. On the evening two days after surgery, the patient was taken back to the operating room and underwent laparoscopic retrieval of what turned out to be a section of a vessel loop. Postoperatively, she did well and started tolerating a regular diet the day after the retrieval surgery. The patient's celiac disease flared up and the hospitalist group was consulted to manage this condition. The patient improved with steroids. She was discharged home a few days later.